Event description:
A 74-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient¿s spouse informed novocure that the patient experienced sharp pain, removed the arrays, and noticed a bloody lesion located adjacent to a previously occurred lesion at the edge of one of the transducer arrays. It was reported that this was the third occurrence of such a lesion described as a burn-like appearance under the arrays. The patient was evaluated by a physician, who referred the patient to wound care prior to resuming optune gio therapy. The plan included debridement of the scab and temporary discontinuation of therapy. The photograph provided showed an irregular escharred lesion with mild erythema located on the front-left side of the head, in the area where the array discs had been positioned. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation requiring medical/surgical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).